Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume intermate had a missing fill port cap ("top tip"). There was no patient involvement as this was identified before patient use. No additional information is available. This is medical device report 1 of 2.

Manufacturer narrative:
(B)(4). The lot 12j023 was manufactured on september 10, 2012 to september 12, 2012. The device was returned and the evaluation is complete. A visual inspection revealed no evidence of a missing top tip. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified and the product met specifications. Should additional relevant information become available, a supplemental report will be submitted.